Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # a philips remote service engineer (rse) spoke to the customer and had them removed the leadset and put on another mx40, the same behavior was observed, verifying the issue was due to the leadset. The customer replaced the leadset with a spare to resolve the issue. The device was operational after the leadset was replaced and the device remains with the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 2.4 ghz smart hopping indicating the mx40 will alarm ra off and asystole when leads are not connected to anything. The device was not in use on patient at time of event, there was no adverse event reported.